Event description:
Boston scientific received information that this local representative contacted boston scientific technical services (ts) to report that this patient was presented to the electrophysiology (ep) laboratory for a scheduled extraction of the patient's implanted system due to infection and erosion. Because the patient was pacemaker dependent, the physician inserted a temporary pacing lead via the right internal jugular vein and advanced the lead into the right ventricle (rv). The rv defibrillation lead was laser extracted without difficulty. The left ventricular (lv) lead was extracted with moderate difficulty but the complete lead was eventually removed. During extraction of the right atrial (ra) lead, the ra lead broke apart leaving the ring and distal portion of the lead still attach to the myocardium. Attempts to retrieve the remaining portion of the ra lead were unsuccessful. At that time, the physician elected to leave the remaining portion, close the pocket and treat the patient with antibiotics. During closing of the pocket, the patient blood pressure dropped and emergency measures were undertaken. The chest was opened to visually inspect the inferior vena cavity (ivc), superior vena cava (svc) and heart. No perforations were identified. The physician, surgeon and anesthesiologist believed that the patient experienced a metabolic reaction. Despite several hours of emergency measures, the patient could not be stabilized and died.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.